Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex b and c were updated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered insufflation issues. The customer stated they were not able to get air to push through the cannula. When they took the tube off the cannula, they could feel the air coming out. They tried moving the tube onto different arms, and the results were the same. They were 30 minutes into the procedure when the issue was stated. The customer was working on bringing in an airseal to continue with the procedure. The technical support engineer (tse) reviewed the live system logs at the time of the call and there were no errors associated with insufflation. The staff stated they would troubleshoot at the end of the case. The procedure was continued with no reported injury.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. There have been no further issues with insufflation since the date of the customer complaint. The field service engineer (fse) confirmed with the robotics coordinator that there have been no issues. The fse was unable to reproduce the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.